Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2012 the patient underwent: retroperitoneal anterior lumbar discectomy and interbody fusion, l5-s1; insertion of a prosthetic device in the interbody space at l5-s1, peek cage, 12mm anterior height by 6 degree lordosis; insertion of posterior non segmental spinal instrumentation with titanium polyaxial bone screws through the pedicles and titanium rod at l5-s1, percutaneous (zimmer pathfinder). Preoperative diagnosis: lumbar isthmic spondylolisthesis, l5-s1; lumbar spinal stenosis, l5-s1; lumbar radiculopathy, l5; lumbar degenerative disc disease, l5-s1. Indications: retroperitoneal exposure with mobilization of the great vessels to gain access to the disc space anteriorly at l5-s1, procedures including the usage of bmp and its risks and complications, as well as the off label usage of bmp and this oval peek interbody cage. Per-op notes: ¿ a 12mmx6 degree lordosis was best fit and created best distraction posteriorly with an increase in the height of the neural foramen. The endplates were lightly decorticated with a rasp. Thus, peek cage, 12mm anterior height by 6 degrees of lordosis was filled with the appropriate concentration of bmp. The cage was then dried. The soft tissues around the insertion into the disc were protected. The cage was then inserted under c- arm guidance. There was near complete reduction of the spondylolisthesis. There was restoration of disc space height and lordosis and an increase in height of the neural foramen.¿ on (B)(6) 2012 the patient underwent left transrectus retroperitoneal exposure of the l5-s1 interspace for discectomy, fusion and plating. Preoperative diagnosis: lumbar spondylolisthesis, l5-s1; spinal stenosis, l5-s1; lumbar radiculopathy at l5; lumbar degenerative disc disease, l5-s1. On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.